Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of wandering artifacts. The cause of these artifacts were due to a set screw not being down correctly. At that time the system was programmed to secondary sensing vector. The patient recently received an additional inappropriate shock that was initially believed to be due to atrial fibrillation with rapid ventricular rate, however has then been determined that it was also due to oversensing of artifacts. The system was reprogrammed and optimized to primary sensing vector at this time. The patient experienced some soreness due to the inappropriate shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of wandering artifacts. The cause of these artifacts were due to a setscrew not being down correctly. At that time the system was programmed to secondary sensing vector. The patient recently received an additional inappropriate shock that was initially believed to be due to atrial fibrillation with rapid ventricular rate, however has then been determined that it was also due to oversensing of artifacts. The system was reprogrammed and optimized to primary sensing vector at this time. The patient experienced some soreness due to the inappropriate shock. Additional information was received that this patient experienced another inappropriate shock for what appeared to be morphology change due to bundle branch block. Technical services (ts) discussed considering adjustment of zones and extending smart charge interval. The field representative would discuss with clinic. The lectrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of wandering artifacts. The cause of these artifacts were due to a setscrew not being down correctly. At that time the system was programmed to secondary sensing vector. The patient recently received an additional inappropriate shock that was initially believed to be due to atrial fibrillation with rapid ventricular rate, however has then been determined that it was also due to oversensing of artifacts. The system was reprogrammed and optimized to primary sensing vector at this time. The patient experienced some soreness due to the inappropriate shock. Additional information was received that this patient experienced another inappropriate shock for what appeared to be morphology change due to bundle branch block. Technical services (ts) discussed considering adjustment of zones and extending smart charge interval. The field representative would discuss with clinic. The electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.